Event description:
It was reported that the system 6800 had distorted video output. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the video controller circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.